Event description:
It was reported that an asymptomatic patient presented in clinic for a routine device check. The left ventricular lead exhibited loss of capture and an x-ray confirmed the lead dislodged. The lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
(B)(4).